Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged as it was pulled back. This was evident through x-ray. This lead was planned out for revision and remains in service. Additional information received which indicated that this lv lead was explanted due to product performance issue. No additional adverse patient effects were reported.